Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer delivered a correction bolus for a blood glucose (bg) level of 213 (mg/dl). Then, the customer consumed dinner and delivered a food bolus for 45 grams of carbohydrates and a bg value of 213 (mg/dl) and reported bg level decreased to 64 mg/dl. To address the bg level, the customer consumed glucose tablets, consumed cookies, and drank juice. Review of bolus history confirmed the reported issue and showed that the low bg level was due to the customer delivering for the bg level of 213 (mg/dl) two times. The customer confirmed that within 20 minutes after delivering the initial bolus request, the customer requested the second bolus using the same bg value. At the time of the call, the customer reported bg level was stable and the customer would continue monitoring bgs and consuming carbohydrates if necessary.